Manufacturer narrative:
The returned device was evaluated. During an x-ray investigation of the device, the unit was found to have anomalies inside the ch cable at the end of bend relief of the ch connector. Frayed or broken wires at the bend relief of the ch cable caused the device to not function intermittently.

Event description:
It was reported that the cable gave an intermittent signal and did not provide any alarms when it was not functioning. No consequences or impact to patient.